Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while filling the cartridge with insulin, the customer observed the insulin leaking out of the bottom of the cartridge. The customer's blood glucose level was 214 (mg/dl). Reportedly, the customer loaded a new cartridge successfully.